Event description:
Customer reported a (B)(6) cell results to cap survey sample (B)(6) and the result back from cap is that the results should have been (B)(6). Testing with biotestcell 1,2 for jat-2 was (B)(6). Cap survey sample jat-01 was run immediately before jat-2 and jat-1 was a very strong >4000 titer anti-d. Since the same sample (jat-01) has previously been reported, and confirmed by (B)(6) to cause carry over, dates provided in this report correspond to events of processing (B)(4) (MFR report no. 9610824-2011-00032). Suspected carry-over event from one sample to the subsequent one on tango optimo s/n (B)(4). Transfer of the suspected antibody-containing sample to the automation department of (B)(4) for further investigation.

Manufacturer narrative:
In general, carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also, true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a (B)(6) result should undergo retesting and because any (B)(6) sample from a blood donor should be excluded from transfusion, no serious threat neither for patient nor user or device may arise due to a carry-over event. In accordance to the results obtained at the customer site, testing at (B)(4) confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx 1:1000. In general, this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.